Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, constant gong alarms) was confirmed. Upon evaluation, the belt receptacle was broken from the monitor case, damaging internal wires. The cause of the constant gong alarms is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged and that the device was producing constant gong alarms.